Event description:
It was reported that during an initial procedure, a drill tip fractured. The broken tip was removed from the patient, and the procedure was completed using backup instrumentation. The surgical technique was followed. No additional harm to the patient was reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. H6: proposed annex g code - mechanical (g04) - drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. Complaint can be confirmed through the returned product analysis. A visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking and scratching on the drill surface. Further inspection shows that the drill has fractured where the fluted portion of the drill meets the drill base. A dimensional analysis was conducted on the drill. The product at the fracture location was found to be conforming. The device history record was reviewed and no discrepancies relevant to the reported event were found. A review of end level device history record(s) was not performed as it is package and label related only and reported event is not associated with a packaging or labeling related issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.